Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 (scope communication) occurred and e226 (scope communication error) occurred. There was no image display. A definitive root cause could not be identified. Based on the results of the investigation: a definitive root cause could not be identified for the error code 315. It is likely that the b30 (scope communication) occurred due to a data error in the scope ID. It is likely that the e226 (scope communication error) occurred due to corrosion on the plug unit. It is likely that the no image display occurred due to a connector/coupler. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited error code 315. The event occurred during reprocessing. There was no patient involvement.